Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having problems with her insulin pump and sensors. Her blood glucose was unk at the time of reporting. She stated that she believed that she may have accidently changed the settings on her pump and that she might not be receiving the right amount of insulin. She appeared to get frustrated with troubleshooting mid-process, but was advised and helped with some functions of the insulin pump. No equipment was returned. No add'l info was reported.